Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic distal pancreatectomy. According to the reporter: after insertion into the patient, when the balloon was inflated inside of cavity, it was broken. Operating time not extended. New one was opened to complete the case with no problem. No patient harm.